Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Khan, o., egbe, a., & abbasi, d. (2024). "The failing watchman": recurrent left atrial appendage occlusion device (laaod) thrombus after successful initial implantation. Cureus, 16(5).

Event description:
Reported via journal artcile . It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on 75mg of pradaxa twice daily. The patient came in 49 days post procedure for their follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. Pradaxa was discontinued, and coumadin bridged with unfractionated heparin was initiated. The patient was discharged on coumadin once their international normalized ratio (inr) was therapeutic. A repeat tee one month later showed a smaller persistent device thrombus compared with the previous tee and minimal residual flow around the device. The patients coumadin treatment was maintained. Three months later, a tee showed the thrombus had almost entirely resolved except for a tiny thrombus over the closure device, with persistent minimal flow (1-2 mm) around the device. The coumadin therapy was then extended for an additional three weeks. One month following the cessation of coumadin, a follow-up tee showed no evidence of thrombus on the device. Eight months later, the patient was readmitted to the hospital with pneumonia. A tee was performed, revealing no vegetation but a large, mobile thrombus attached to the closure device. Given the patients recurrent thrombotic events over the past year and following consultation with the hematology team, they were started on apixaban. The patient was discharged on eliquis and has experienced no further complications.